Manufacturer narrative:
H3 product analysis: evaluation determined that the device was tested and the temperature was measured to be 136°f. However, the rate of temperature rise was below threshold at 0.8f/sec. The likely cause was identified as broken shaft. It was also noted that collet stuck and stripped. Correction details: h11 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis:evaluation determined that the rear bearings and collet are overheating and the maximum temperature was measured to be 136°f. However, the rate of temperature rise was below threshold at 0.8f/sec. The likely cause was identified as broken/cracked shaft. It was also noted that collet sticking/stuck and motor/collet striped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair escalated to product event on evaluation due to detached component. On follow up it was reported that there is no patient or staff impact.